Event description:
It was reported "on (B)(6) 2024, during the insertion, the doctor found the swg unraveled and catheter separated during use on the patient." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include:3006425876-2024-01083.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one image showing a defective guide wire and a 2-lumen catheter. The guide wire was observed to be unraveled and separated. The catheter body was observed to be cut towards the distal end. The customer also returned one guide wire and a 2-lumen catheter for analysis. The returned components appear to match the components pictured in the customer supplied photo. Signs of use in the form of biological material were observed on the guide wire and inside the catheter body. Visual analysis of the guide wire revealed unraveling towards the proximal end. Further analysis revealed that the coil wire was completely separated. Microscopic examination confirmed the damage and revealed that the core wire separated directly adjacent to the proximal weld. The distal and proximal welds were full and spherical. Further analysis revealed that the catheter body was severely cut from the skive hole all the way to the juncture hub. This damage appears consistent with contact with sharps; however, it cannot be verified if this damage contributed to the resistance encountered by the customer. The broken core wire measured 681mm, which is within the specification of 678mm-688mm per guide wire product drawing. The outside diameter of the guide wire measured 0.84mm, which is within the od specification of 0.838mm-0.877mm per guide wire product drawing. The catheter body length measured 215mm, which is within the specification of 207mm-227mm per catheter product drawing. Functional testing could not be performed on the guide wire due to the severity of the damage. Functional testing could not be performed on catheter due the cut along the extrusion. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled and separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all dimensional requirements during investigation testing; however, a full functional analysis could not be performed due to the components. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. The appearance of the damage to the guide wire appears consistent with undue force applied during insertion/removal; however, the root cause cannot be determined due to the damage on the catheter body. The damage on the catheter prevents a full functional testing from being performed. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, during the insertion, the doctor found the swg unraveled and catheter separated during use on the patient." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include:3006425876-2024-01083 and 3006425876-2024-01005.